Event description:
It was reported by the patient that at "certain times of the day, like between 8 and 9 I feel a knot in my stomach, like I'm going to throw-up. I am also feeling like I'm going to fall asleep. I'm a busy driver so I can't have that happen." The device is still in use. Further follow up did not yet yield any additional information regarding this event. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).